Manufacturer narrative:
H11. Additional narrative. Updated d4, h4, and h6. Based on the provided information, the most likely of cause the leaflet damage is due to use error, including suture tail abrasion which is considered use-related as it is caused by the surgeon's suture placement and leaving the tails at a length and position where they contact the leaflet. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11. Additional narrative: surgical/percutaneous intervention is indicated or performed for the device, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. H3: product evaluation: customer report of two holes in two different leaflets was confirmed. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Minimal calcification nodules was observed on host tissue near leaflet 2 on the inflow aspect. As received, leaflets had perforations of approximately 2mm x 4mm on leaflet 2, and 2mm x 3mm on leaflet 3. Leaflet 1 had a non-transmural perforation of approximately 1mm x 1mm. The perforations were beveled at the outflow aspect, a typical characteristic of those caused by suture tail/fastener abrasion. No sutures or fasteners remained on the sewing ring, however suture holes were visible. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 on the inflow aspect and 3mm on leaflet 1 on the outflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. As received, mechanical damage marks were observed on the free margin of all three leaflets near the commissures. Damages appeared serrated and did not penetrate leaflets. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 23mm aortic valve was explanted and replaced with a 25mm valve after an implant duration of 4 years, 7 months due to leaflet damages caused by cor-knot metal crimps. As reported the surgeon stated the cor knot metal crimps put two holes in two different leaflets. Per product evaluation moderate pannus and leaflet damages due to suture tail abrasion were confirmed.